Event description:
The pt reports he "fell over backwards" one month ago and for the last two weeks is experiencing burning numbing pain in his abdominal, back, legs and feet area. A catheter study revealed a spot on the catheter an MRI revealed a granuloma. The pt reports he has a rare tumor that was discovered in (B)(6) 2001 near the spot where the granuloma is located. The manufacturer requested additional info and confirmation of this event, however, no info was received from the hcp.